Manufacturer narrative:
For eight of the events, the investigations did not identify a product problem. The cause of the events could not be determined. The follow up actions for one of these events were: liquid flow cleaning was performed. The follow up actions for one of these events were: the field service engineer (fse) found the sample probe was not aligned. He aligned the sample probe. The follow up actions for one of these events were: the field service engineer found that the customer replaced the reagent and recalibrated with a new calibrator. The qc and qc precision were acceptable after calibration. There were no follow up actions for five of these events. For one event, the investigation determined the service actions resolved the issue. The follow up actions for this event were: the sipper probe was found to be missing coating and could not detect a shortage of procell in the cups. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Medwatch field continued: (B)(4).

Event description:
This report summarizes <noe>9</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 6000 e 601 module. The events involved 24 patients with the following: one questionable result for the elecsys hcg + beta test system, one questionable result for hcg stat elecsys, one questionable result for the elecsys probnp ii immunoassay, one questionable result for the elecsys estradiol iii assay, three questionable results for the elecsys vitamin b12 immunoassay, eight questionable results for elecsys ferritin, four questionable results for elecsys folate iii, six questionable results for the elecsys tsh assay, two questionable results for the elecsys ft4 assay, two questionable results for the elecsys pth immunoassay, two questionable results for elecsys shbg, and one questionable result for elecsys vitamin d total ii. Two patient's ages ranged between 60 and 71 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was one female and two males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.